Manufacturer narrative:
The insulin pump powered up and gave blank display after the count down, problem was isolated to motherboard. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin pump had a countdown then went to blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.